Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Following completion of the transeptal puncture (tsp), a non-boston scientific balloon catheter was used to dilate the interatrial septum. An intracardiac echocardiogram (ice) was advanced into the left atrium and the patient underwent cardioversion. The was was advanced and a suction sound was noted. Air followed by blood was aspirated through the was. The was was flushed and air bubbles were observed in the laa and the aorta via ice. The closure device was deployed and air was observed to be trapped within the closure device. Release criteria was met, the closure device was released, and the procedure concluded. During recovery, the patient exhibited abnormal brain function. Computed tomography was completed with no air or thrombus visible. A steroid was administered. Two days post procedure, the patient continued to exhibit expressive aphasia and altered mental function. The patient remains under physician supervision. It was further reported the patient was diagnosed with a cerebral vascular accident the day of the index procedure.

Manufacturer narrative:
B5 describe event or problem updated. H6 patient codes updated.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Following completion of the transeptal puncture (tsp), a non-boston scientific balloon catheter was used to dilate the interatrial septum. An intracardiac echocardiogram (ice) was advanced into the left atrium and the patient underwent cardioversion. The was advanced and a suction sound was noted. Air followed by blood was aspirated through the was. The was flushed and air bubbles were observed in the laa and the aorta via ice. The closure device was deployed and air was observed to be trapped within the closure device. Release criteria was met, the closure device was released, and the procedure concluded. During recovery, the patient exhibited abnormal brain function. Computed tomography was completed with no air or thrombus visible. A steroid was administered. Two days post procedure, the patient continued to exhibit expressive aphasia and altered mental function. The patient remains under physician supervision. It was further reported the patient was diagnosed with a cerebral vascular accident the day of the index procedure. It was further reported that four days post index procedure all symptoms related to the cerebral vascular accident resolved and the patient recovered.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Following completion of the transeptal puncture (tsp), a non-boston scientific balloon catheter was used to dilate the interatrial septum. An intracardiac echocardiogram (ice) was advanced into the left atrium and the patient underwent cardioversion. The was was advanced and a suction sound was noted. Air followed by blood was aspirated through the was. The was was flushed and air bubbles were observed in the laa and the aorta via ice. The closure device was deployed and air was observed to be trapped within the closure device. Release criteria was met, the closure device was released, and the procedure concluded. During recovery, the patient exhibited abnormal brain function. Computed tomography was completed with no air or thrombus visible. A steroid was administered. Two days post procedure, the patient continued to exhibit expressive aphasia and altered mental function. The patient remains under physician supervision.